Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, initial left knee implanted due to pain on (B)(6) 2013, with the optetrak knee replacement system, including the defective insert and defective tibial tray, consulted with an orthopedic surgeon in (B)(6) 2021 for ongoing pain in his left knee and was found to have loosening of the of the knee replacement device. His pain continued, and plaintiff was advised by his orthopedic surgeon that he will need revision surgery to correct the failed knee replacement device during another consult on (B)(6) 2022. No further information reported.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of both patient-related conditions and insufficient bonds between the implants and the bones, which led to loosening and pain as stated in the legal documentation. However, this cannot be confirmed as the device(s) were not returned for evaluation, and images of the device/ pre-revision radiographs, and operative notes were not provided.